Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the last firing of the device on the outer edge of the staple line there were a few unformed staples. Suture was to over sew and secure the staple line and to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.